Event description:
A report has been from a peritoneal dialysis user facility. The following report was received: today we had a cassette leak for the liberty cycler. The pt did have treatment and I did have to treat my trainee with an antibiotic. The facility was contacted for add'l info on this event. It has been learned that the pt was being taught how to use the set when at the end of the treatment, the nurse detected a leak at the cassette. As a result, the pt was treated intraperitoneally with a prophylactic dose of antibiotic. The sample is available for an eval. There is no further report of any ill effect to this pt as a result of this incident. The pt did receive the complete dialysis treatment.

Manufacturer narrative:
(B)(6)